Manufacturer narrative:
(B)(4). The patient did not completely connect the patient line, resulting in a disconnection and also broke aseptic technique when reconnecting to a line that was contaminated. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it provides step-by-step instructions for properly connecting the patient line. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line disconnected from the transfer set during the initial drain of peritoneal dialysis therapy. The patient stated that the patient line fell on the floor and they reconnecting the patient line to the transfer set. During the troubleshooting, it was determined that the patient did not completely connect the patient line. The technical service representative assisted the patient with ending the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.